Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The infusor was received for evaluation. A visual inspection of the device confirmed the reported condition; stress-member column contained half fluid and half air due to a crooked plug in the stress-member. The cause of the malfunction was determined to be that the plug was misassembled (operator error) during plug loading. The operators underwent awareness training as a corrective action.

Event description:
It was reported that a large volume infusor had a "large unfilled space in the filter part of the device". This malfunction was identified before use. There was no patient involvement. No additional information is available.